Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, per complaint details, the patient underwent a revision due to infection approximately 2 weeks post implantation. Per correspondence, the requested clinical documentation was not available due to lack of consent. Without the requested clinical documentation, the root cause of the reported infection and the patient impact beyond that which was reported could not be further assessed. However, based on the limited information provided, there is no supporting evidence of a component mal-performance. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a thr was performed on (B)(6) 2021, the patient experienced an infection. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. No other complications were reported. Details about the surgery, and if the patient received any medication to treat the infection are unknown. The patient outcome is unknown.